Event description:
It was reported, "when preparing the catheter, the operator feels resistance in pulling the guide up into the device to reach the tip, and the moment the guide is pulled back, the catheter 'curls'. Therefore this device was not used as a precaution and was replaced" 1 unit, the defect occurred once, during use. No serious injury, erroneous results, course of treatment changed, exposure to blood/bodily fluid, medical intervention other than first aid, needle/probe stick, safety issue, other actions.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of difficulty manipulating the stylet within the catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr single lumen groshong catheter. The sample was received with an inlaid 3cg/tls stylet. The t-lock assembly was detached from the luer and the stylet was partially withdrawn. Multiple mends were observed in the stylet wire near the t-lock. An additional bend was observed near the stylet flushing connector, which remained inserted into the catheter shaft. The catheter shaft exhibited curved shape memory. Microscopic inspection of the sample confirmed the presence of sharp bends in the stylet wire. Resistance was encountered when attempting to remove the stylet. The catheter visibly buckled during such attempts. The catheter was flushed with water. A subsequent attempt to remove the stylet was successful and unremarkable. The stylet deformation was consistent with resistance encountered during attempts to manipulate the stylet within the catheter. Such resistance was also replicated when stylet removal was attempted prior to flushing the catheter. The stylet appeared to function as intended following wetting. These observations all suggested that the reported resistance was encountered because the stylet was manipulated prior to flushing the catheter. The catheter should be flushed prior to stylet manipulation to minimize friction between the wire and the catheter. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported, "when preparing the catheter, the operator feels resistance in pulling the guide up into the device to reach the tip, and the moment the guide is pulled back, the catheter 'curls'. Therefore this device was not used as a precaution and was replaced". 1 unit, the defect occurred once, during use. No serious injury, erroneous results, course of treatment changed, exposure to blood/bodily fluid, medical intervention other than first aid, needle/probe stick, safety issue, other actions.